Event description:
It was reported that patient could not feel any vibration from the device during a test of the vibratory alert system. The device remains implanted; patient will be monitored closely via (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.